Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected during undergoing planned coronary procedure proceed when the issue happened. The procedure was completed on the same system as customer waited for error to disappear with a delay of less than 20 min. A philips remote service engineer inspected the system remotely. After reviewing the log, rse found four failures activating the fluoro and the issue was triggered by activating the x-ray too soon. Rse noted that the foot pedal bag was too tight and recommended a larger bag, resolving the issue. On (B)(4) 2025, customer informs that the equipment presented slowness in the image and black screen. Rse told the customer the slowness was due to the x-ray pc hard drive replacement. On oct 28, 2025, the x-ray pc hd was replaced, and reinstallation of the sw was done. After replacing the tight plastic bag with a bigger one, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. A scenario where the procedure can be completed on the same system as customer waited for error to disappear with a delay of less than 20 min. This is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's x-ray computer experienced a slow image response and was unable to display live images. No harm was reported to philips. Philips has started an investigation of this complaint.